Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a routine follow-up. Upon interrogation, it was noted that the pacemaker exhibited multiple false atrial fibrillation (af) episodes and multiple inappropriate mode switch episodes. It was noted that the false af episodes were due to the patient's intrinsic p-waves falling into the post-ventricular atrial refractory period. No intervention was performed. The patient was in stable condition.

Manufacturer narrative:
Correction - h6 - medical device code should not have included incorrect interpretation of signal